Event description:
It was reported that the patient was experiencing inadequate stimulation due to having difficulty charging the ipg. There was no device malfunction suspected. The database analysis was inconclusive due to the database being incomplete. The ipg has hibernated 17.5 percent of the time, 2 bars 36.3 percent of the time, and fully charged 25.6 percent of the time. There were no signs of any issues with the ipg. The patient underwent an ipg replacement procedure wherein a non rechargeable and MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.